Manufacturer narrative:
Concomitant medical products: ddmb1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an impedance alert on the right ventricular (rv) lead. The rv lead trends showed a steady climb in impedance and then a sudden increase to high undefined impedance. The pacing portion of the lead was noted to have fractured. It was decided to continue monitoring the lead instead of replacement due to patient conditions. The lead was reprogrammed around the fracture. The impedance alert was noted to have occurred again. Follow up concluded that the alert was programmed off and no programming changes were made. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. If information is provided in the future, a supplemental report will be issued.